Manufacturer narrative:
Continued: adverse event problem - health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side device rupture, pain and "breasts were different in sizes, one was bigger and one smaller". The device has been explanted with capsulectomy and replaced with a new implant.

Event description:
Patient reported left side device rupture diagnosed by ultrasound, pain and "breasts were different in sizes, one was bigger and one smaller". The device has been explanted with capsulectomy and replaced with a new implant.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture, pain and wrinkling was reviewed on 26-april-22. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Wrinkling: no observed wrinkling on the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6.

Event description:
Patient reported left side device rupture diagnosed by ultrasound, pain and "breasts were different in sizes, one was bigger and one smaller". The device has been explanted with capsulectomy and replaced with a new implant.